Manufacturer narrative:
Sorin group (B)(4) mfrs the s3 roller pump. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the arterial pump stopped during a case. The customer reported that an error code was displayed, but could not recall the actual code. The pump was hand cranked to maintain blood flow. The pump was changed out. After the case, the user tested the pump and was unable to reproduce the failure. A sorin group service engineer was at the facility to evaluate the pump and also found that it performed as expected. Sorin group (B)(4) has requested that the pump be returned for eval. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the arterial pump stopped during a case. The customer reported that an error code was displayed, but could not recall the actual code. The pump was hand cranked to maintain blood flow. The pump was changed out.